Event description:
June 2005: skylight nuclear camera failed. Delay in diagnostic testing on patients. Patients had to be re-injected. July 2005: skylight system had movement errors. Technician called to repair and parts ordered to have camera back to full operation. Delay in diagnostic testing on patients.